Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the damage to the rubber section was that the laser was unintentionally irradiated due to mishandling by the user, resulting in breakage of bending rubber and bending tube. The event can be detected/prevented by following the instructions for use which state: ¿¿urf-p7/p7r operation manual 3.1 the workflow of preparation and inspection:warning¿ warns as follows: before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. An endotherapy accessory is damaged (including components of the accessory falling off inside the patient body, unexpected irradiation from a damaged laser probe). ¿urf-p7/p7r operation manual 4.4 using the laser system:warning¿ warns as follows: do not irradiate the laser without viewing the tip of the laser probe and the aiming beam in the endoscopic image. This may cause patient injury, and the instrument channel may be damaged. Do not withdraw the laser probe while irradiating the laser. Patient injury and/or endoscope damage may occur. Always wear protective eyewear when performing laser cauterization treatment. Otherwise, operator injury may occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to a third party for evaluation. The device evaluation found that the bending section rubber was torn/leaking. In addition, there was excessive image guide breakage +/- 15. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to the third party for repair. The device was manually cleaned and disinfected with endozyme disinfectant, the device was pre-soaked with primesafe for 15 minutes. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The third party distributor (on behalf of the customer) reported to olympus, the uretero-reno fiberscope was leaking. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section rubber was torn/leaking. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.